Event description:
Contact states that the loop containment sheath detached from the adaptor. It did not stay in the pt, it was found in the scope when cleaning brush would not go down the channel. The number of bands fired is unknown, although the procedure was completed. An olympus 140 scope was used for the procedure.